Event description:
It was reported that the patient received inappropriate shocks due to a suture piercing the competitor lead. Loss of capture was observed in the right ventricle. The device was explanted and replaced. The patient was downgraded to a pacemaker due to the patient's age. The procedure went well and the patient was stable.

Manufacturer narrative:
The reported field event of no capture was not confirmed in the laboratory. The devices was tested on the bench and no anomalies were found.